Event description:
Patient in interventional radiology - procedure mattress slid into the c-arm controls, resulting in c-arm rotating downward toward pt's head. Technician protected patient and was able to move patient and stretcher out of c-arm path, save patient from falling.according to witnesses, the patient's head was nearly struck by the moving c-arm and there wasn't a means to stop the arm quickly. The staff has suggested velcro (or something similar) applied to the mats so that they can't slip and brush the controls.